Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, ¿before taking a blood glucose measurement for calibration, wash your hands.¿ the t:slim x2 user guide states, ¿calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 49 mg/dl, and the meter bg reading was 112 mg/dl. Reportedly, the customer's hands were not washed prior to testing bg levels with a bg meter to perform calibrations, and the customer did not enter in bg values for calibration within 5 minutes of testing bg's. No additional patient or event information was available. Customer performed a calibration, and cgm readings became accurate.